Event description:
It was reported an alarm was heard with telemetry not performed. The pump was turned off in early (B)(6) 2011 because the patient could no longer walk and was crippled from the waist down. The health care professional (hcp) thought the pump could be clogging the patient¿s spinal cord. The patient also had a defibrillator that went off almost 20 times in early (B)(6) 2011. There was no explanation for why the patient could not walk. ¿all kinds of tests¿ were performed and nothing came up with any definitive answer.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).